Event description:
It was reported that the right atrial (ra) lead had one spike in impedance to a high level and back to the baseline. Sensing and capture were not affected and provocative testing did not indicate the presence of any lead issues. The lead is still in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314drm implantable cardioverter defibrillator (ICD), (B)(6)  2013; 6935m implantable tachy lead (B)(6) 2013. (B)(4).